Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient "had infection on the endocarditis with vegetations on the valve and leads significant tricuspid regurge". The device and leads were extracted and replaced. No patient complications were reported as a result of this event.